Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced while running an infusion. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. The customer reported that "pump delivered to biomed due to us alarms every 30 minutes or so. Biomed tested pump and found during testing that pump would have us alarms within 10 minutes with no occlusion present." The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.